Manufacturer narrative:
After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The IFU addresses guidelines for optimal patient management. Bleeding is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was implanted with lvad on (B)(6) 2015. On (B)(6) 2015 patient went into respiratory failure. Patient underwent a tracheotomy and mechanical ventilation was continued. On (B)(6) 2015 the patient was said to have positive blood cultures for pulmonary infection and IV antibiotics were given. On (B)(6) 2015 the patient went into renal dysfunction with a peak creatinine of 46 mg/dl. On (B)(6) 2015 the patient was diagnosed with hyperthyroidism. On (B)(6) 2015 the patient went into respiratory failure and was intubated, also went into renal failure and had a bronchoscopy. Patient was also stated to have liver injury and kidney injury, resulting in crrt. Patient ultimately became septic and his liver got worse; he had a lot of bleeding, with resulting anemia (not helping his organ perfusion) and ultimately septic shock with multiple organ failure will be the cause of death.